Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 09/10/2014 with the following findings: there was no visible moisture found on the exterior of the pump. All of the keypad buttons were found to be responsive. The pump was found to be leaking due to a tear found in the bolus button which was unrelated to the reported issue. There was no damage found to keypad cover. The pump was opened and there was corrosion found on the keypad circuit components. The reported response issue with keypad buttons was not duplicated during testing.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a button/keypad (tactile changes w/moisture) issue. The reporter alleged that all of the keypad buttons were under-responsive and that there was evidence of moisture in the cartridge compartment. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.